Event description:
Healthcare professional reported a right side capsular contracture baker grade iii. Healthcare professional later reported rupture found during surgery. Patient undergone capsulectomy. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken device assessed as surgical impact opening. ¿ capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure stress mark was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a4, a5, a6, b1, b5, d9, e1, h3, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6b., h.6.

Event description:
Healthcare professional reported rupture found during surgery. This record is for the right side. Device was explanted and replaced.

Event description:
Healthcare professional called to report a capsular contracture baker grade iii. This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade iii.